Event description:
A caller reported customer received "a wrong reading, took more insulin then he was supposed to and fell into a coma". Customer received a reading of 421.4 mg/dl (23.4 mmol/l) on his freestyle flash blood glucose meter and reportedly self-administered insulin in response resulting in a loss of consciousness. Paramedics were called, treated customer with "a sugar injection", gave him juice to drink and transported him to a local hospital. It is unknown if customer received a diagnosis of what treatment may have been rendered at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for an investigation. A final report will be submitted when the investigation is complete. It should be noted: the customer did not wash the test site prior to testing ( a known cause of imprecise results) , he did not know if the test strips were expired (no test strip information was provided) and he did not know if the meter was calibrated properly. Several attempts have been made to gather additional information regarding this medical event without success.